Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm; which occurred on the homechoice during use, during drain 2 of 5. The baxter technical service representative (tsr) assisted the care giver (cg) with troubleshooting. The cg said that they had disconnected the solution bag and added another bag to the same line. The tsr assisted with ending therapy. The tsr advised the cg to let the patient's peritoneal dialysis registered nurse (pd rn) know about the alarm, and discomfort along with changing the solution bag. Baxter product surveillance contacted the pd rn (B)(6) 2011 regarding the reported problem. The pd rn stated that the home patient (hp) had mentioned the reported problem and they discussed the error and contamination. The pd rn stated the hp is fine and has not had any further problems, and is continuing therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of use error was confirmed based on the patient's report of disconnecting and reconnecting a solution bag from a supply line during therapy. The cause this incident was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.